Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous, non calcified proximal left anterior descending artery (lad). The lesion was predilated with a 3.0x15mm apex balloon and then a 3.50x8mm taxus liberte stent was advanced the lad; however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was damaged. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) device with the stent was visually, tactilely and microscopically examined along the entire length and there was no damage or abnormalities found. The balloon was tightly folded and the stent was located between the markerbands. There was contrast or blood visible inside the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous, non calcified proximal left anterior descending artery (lad). The lesion was predilated with a 3.0x15mm apex balloon and then a 3.50x8mm taxus liberte stent was advanced the lad; however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was damaged. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is listed as "good".